Event description:
It was reported that during testing the device was not working properly. There was no patient involvement. During product evaluation it was found that the motor speeds were out of specification on the low end. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit's rpms were out of specification on the low end, the control bar was not in the correct position, and the calibration was out at all readings. Tech replaced the motor and switch. The spring seal was stretched and the control bar was adjusted. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.